Manufacturer narrative:
Information added to h4 and h6. Correction to d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, no conclusive cause of the error can be determined based on the currently available information. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electrosurgical generator had an error code of e090. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1- (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.